Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call delivery issue and high blood glucose. The customer's blood glucose was 436mg/dl at the time of incident. Customer had a dry mouth and was not feeling well. Caller stated that issue started on monday (B)(6) 2018 caller stated that after infusion set change blood glucose levels went up and pump started alarming insulin flow blocked. On monday (B)(6) 2018 blood glucose was 324mg/dl around noon. Caller bloused, and blood glucose came down 98mg/dl at 230pm blood glucose was 389mg/dl, caller treated with device. At 315pm blood glucose was 436mg/dl and treated with manual injection. At 530pm blood glucose was 310mg/dl by 9pm blood glucose was 165mg/dl. On (B)(6) 2018 710 am blood glucose was 167mg/dl 900am blood glucose was 250mg/dl 230pm blood glucose was 259mg/dl. Caller changed infusion set at 515 pm 515pm blood glucose was 365mg/dl, caller tried to give bolus with device, but alarmed insulin flow blocked then treated with manual injection. At 930pm, blood glucose was 489mg/dl and treated with manual injection. On (B)(6) 2018 200am blood glucose is 290mg/dl, caller tried to give a bolus, but pump alarmed insulin flow blocked then treated with manual injection. Customer reports event was resolved by changing complete set (inf and res). Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.